Manufacturer narrative:
Received one used 11956 clave connector for inspection. A fold over stick down was observed. The clave was disassembled. A puncture was found on the side wall where the spike had punctured through. No defects or damages on the spike. The reported complaint can be confirmed. The probable cause of the clave seal stick down was accessing the clave at an angled or sliding entry during use. The dfu states: access connectors straight on (without angled or sliding entry). The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 28aug2025. Corrected information can be found in h6 component code.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a clave¿ connector generated a leak during patient use. The reporter stated that the nurses are saying the plunger is not moving and causing a chemo leak with this lot number. They have pulled all their current stock and are requesting to replenish with a new lot number. There was no patient harm reported.